Manufacturer narrative:
The evaluation showed evidence that suture was cut while in the package.

Event description:
The device was used during a hemorrhoidectomy procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hospital has reported no pt injury occurred.